Event description:
It was reported that the patient experienced stimulation in the wrong location following implant. The patient felt stimulation down her arm and into her hand. The patient was under the care of a cardiologist. Additional information received reported that the patient was hospitalized for an infection following an implant and that the device was explanted. Additional information has been requested from the hcp, but was not available as of the date of this report.